Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime/ and excessive no delivery test due to blank display.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was not provided. Customer stated that the display did return. Customer stated the battery compartment was neither damaged nor corroded. Customer stated that the insulin pump was turning off completely it was blank causing him to lose the sensor and he's having to remove the sensor because 3 out of the 4 times it was came back with lost sensor when he tries find lost sensor so he has to change the sensor. The customer was advised that the insulin pump would be replaced. The insulin pump will return for the analysis.